Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened 30- 40 degrees. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and during clip deployment, the clip started to open after the actuator knob was turned 8 times. The clip opened to 30-40 degrees. Troubleshooting was performed. The physician put the pin back in to close the clip successfully and tested the lock. The clip was able to fully deploy as normal. Two clips implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unintended movement (clip opening) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.